Manufacturer narrative:
D10. Concomitants: humeral stem or stemless 3003006. Reverse humeral liner 3203800. Reverse humeral tray 3201000. Reverse glenosphere baseplate 3201508.

Event description:
It was reported post-op via clinical study that the 73 yo female patient experienced a proximal third of humerus periprosthetic fracture (humeral fx tuberosity). The date of event onset is (B)(6) 2023. The patient was revised on (B)(6) 2023. The outcome was last known as continuing.